Event description:
This case was reported on (B)(6) 2011 by sales rep and (B)(6) 2011 by a nurse - local reference (B)(4). This case involved a male, treated with poly-l-lactic acid on an unknown date (indication and dosages were not reported). The nurse reported that the patient had come to see her at the clinic, having received his poly-l-lactic injections at another clinic. He presented with a visible nodule on his left cheek and 2 palpable ones higher around the cheek implant. He was given saline injected into the nodules to try to break them up. He was given reassurance as to the likely self limiting nature of these nodules. His main concern is that protocols were not followed at the previous clinic. Significant/relevant medical history and relevant concomitant medications were not reported. Action taken: unknown. Outcome - unknown. A pharmaceutical technical complaint has been initiated. (B)(4).